Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, flap was found to be cutting up to 15 microns thinner at times.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
While firing the laser on a patients left eye, hard opaque bubble layer was noticed at the hinge area. Surgeon barely entered the bed treatment and then stopped. As the laser continued treating the bed area, it was noticed that there was a clear area about halfway between the hinge and the pupil and a little left of center. It was about the size of a ball point pen tip. The rest of the bed and the side cut looked to complete as normal. As the doctor tried to enter the flap nasally down by the hinge it was thought that the surgeon was underneath the flap but was not and tore the edge of the flap a tiny bit. After getting under the edge, the surgeon was able to lift the first third of the flap and then went to the next third and ran into an area of another treatment. Surgeon then was able to lift around the area of no treatment and reflect the flap back to the area of no treatment which was dissected with a blade and freed. Excimer treatment was completed and bed was placed back down smoothly. Topical antibiotic and non-steroidal anti-inflammatory drops were given and a bandage contact lens was applied to this patients left eye.